Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the motor having more than 12 million revolutions. As a result, the motor was replaced as a precaution. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a motor issue. The device evaluation revealed a detached downstream occlusion seal. There was no patient involvement, no patient injury was reported.